Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was hospitalized for diabetic ketoacidosis and hyperglycemia on (B)(6) 2021 at 4:00 pm. Customer reported that they have high blood glucose levels of 30.7 mmol/l at the time of call. Customer was assisted with troubleshooting related to high blood glucose levels and under delivery of insulin. Customer reported symptoms related to their high blood glucose levels included vomiting, diarrhea, abdominal pain and back pain. Customer was hospitalized for less than a day. Customer does not alleged that the insulin pump was under delivering insulin. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump is not expected to return for analysis.